Event description:
The pt's mother reported that the pump was slow to respond to the "ok", "down", and "up" arrow buttons. She said that she has to press the buttons very hard and multiple times to elicit a response. The reporter denies that the pump is exposed to moisture or cleaning solvents. The buttons did not click or spring back as usual. The pt was still able to use the pump by monitoring button presses.

Manufacturer narrative:
The pump was returned to aminas. The eval revealed that the up, down and contrast buttons are responding to user input. The ok button was intermittently responding. Also, the keypad was removed where the up and ok button contacts were found to be misaligned. In addition, the adhesive was observed to be under the ok button contact.